Manufacturer narrative:
The potentially affected products (100740a0 - traction bar with ball joint) were investigated by a getinge-maquet service engineer. There are two products 100740a0 in the clinic. Their serial numbers are 46 and 130. The user could not tell, which of these was involved in the incident. The traction device with serial number 130 was not fully releasing. This makes it more difficult to attache the device to the table. The traction device with serial number 46 could be attached and detached from/to the table easily. In the instructions for use (IFU) the user is warned as follows concerning the use of defective devices: "warning! Risk of injury! Faulty or defective products may result in injuries. ¿ before use, check the proper working order and fully functional state of the product. ¿ stop using faulty or defective products and inform the getinge representative." The injured user could not remember where his hand was, when the incident occurred. The risk of crashing and shearing hazards is inherent due to the size and weight of the product. In the IFU for 100740a0 the user is warned concerning these risk as follows: "warning! Risk of injury! Whenever the product is mounted and adjusted, there is a danger of pinching and shearing to the staff, patient and accessories. Always ensure that no one can be subjected to pinching or shearing action or injured in any other way and that the accessories do not collide with any nearby objects." The complaints database was reviewed concerning similar issues with 100740a0 or the yuno ii tables (143302xx). No similar issues were reported to us. Getinge-maquet gmbh provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
Manufacturer reference #: (B)(4).

Manufacturer narrative:
At the time of this report the investigation is still ongoing. As soon as the investigation is finished the report will be updated and a follow-up/final report will be provided to the FDA.

Event description:
An accessory called "traction bar with ball joint" (1007.40a0) can be mounted and detached from the operating table. While mounting this accessory a staff member injured the tip of a finger. A surgery was required to repair the tip of the finger. (B)(4).